Manufacturer narrative:
Leaving device portion inside patient is not labeled in the IFU. Device separation is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
Tip of the catheter broke off and was left wedged between intimal wall and existing competitor stent. No adverse effects to the patient were reported due to this occurrence.